Event description:
1. Several photographs of the sample were taken. They show that the catheter separated at a point distal to the reinforcing sleeve. The sleeve was located correctly on the hub nose. 2. Although the exact cause of the catheter separation can't be determined from the photos, arrow's experience with this product leads us to conclude that the catheter was inadvertently cut by the user when he retracted and readvanced the introducer needle. Arrow product labeling cautions the user not to retract and readvance the introducer needle.